Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Analysis is in progress. A follow-up MDR will be submitted when the instrument is evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the large hem-o-lok clip applier instrument would not clamp. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the instrument was inspected prior to use, and nothing was observed out of the ordinary. The issue occurred when the surgeon attempted to clamp on a vessel/tissue bundle with the large weck hem-o-lok clips. The issue was resolved with a backup large hem-o-lok clip applier instrument.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and the complaint was not confirmed by failure analysis. Visual inspection did not reveal any damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed the clip test. The instrument was fully functional. No product issue was identified.